Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code ¿other¿ was selected as no device information (serial or lot number) is available and no device was returned. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: neufang, a.; zhghenti, v.; vargas-gomez, c.; umscheid, t.; vonflotow, p.; schmiedel, r.; savvidis, s. (2023). Long-term results of femorodistal sequential composite-bypass combining heparin-bonded ptfe-prosthesis and autologous vein using the deutsch bridge technique in critical limb-threatening ischemia. Journal of clinical medicine, 12, (2895). Https://doi.org/10.3390/jcm12082895. Summary: this is a retrospective study of 47 consecutive sequential composite bridge bypass (scbb) operations to treat clinical lib-threatening ischemia (clti) in patients with insufficient vein length. The study period is between january 2010 and december 2019. Patient vein segments were combined with a heparin-bonded ptfe-prosthesis (gore® viabahn® endoprosthesis with propaten bioactive surface) for construction. Retrospective analysis of graft patency, limb salvage and patient survival was performed. 46 patients received a vein bridge with gore® viabahn® endoprosthesis with propaten bioactive surface. The average age was 79.2 years; 50% male, 50% female. Other complications within the first 30 days included: sepsis (3 patients), bypass occlusion complete with successfully thrombectomy or above knee amputation, occlusion untreated (1 patient), superficial wound infection (6 patients), major amputation (1 patient), minor amputation (10 patients). Thirty day mortality was 5 patients (1 refused hemodialysis, the others died from cardiac failure, visceral ischemia, and pneumonia). Complications after 30 days included: 2 grafts developed late infection resulting in graft removal, 1 patient required major amputation and 1 patient required femoral artery reconstruction. Two patients died after 30 days (2 month and 6 month) after a major amputation. In conclusion, the reported patency and limb salvage rates for complex scbb with gore® viabahn® endoprosthesis with propaten bioactive surface bridge technique supports further use of this technique in patients with limited vein material.

Manufacturer narrative:
The following literature article was reviewed: neufang, a.; zhghenti, v.; vargas-gomez, c.; umscheid, t.; vonflotow, p.; schmiedel, r.; savvidis, s. (2023). Long-term results of femorodistal sequential composite-bypass combining heparin-bonded ptfe-prosthesis and autologous vein using the deutsch bridge technique in critical limb-threatening ischemia. Journal of clinical medicine, 12, (2895). Https://doi.org/10.3390/jcm12082895. Emdr section h6 codes updated to reflect results of investigation. According to gore® propaten® vascular graft instructions for use (IFU), complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: partial or complete occlusion due to hemodynamically significant stenosis or thrombosis. According to gore® propaten® vascular graft instructions for use (IFU), complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: infection.